Manufacturer narrative:
H3 other text : the device has not yet been returned to the manufacturer.

Event description:
The manufacturer became aware of an allegation that an end user developed that there is ¿carbon¿ on her water chamber and also patient sent email with pictures of few black particles on the exterior of her humidifier while using a rep dreamstation auto CPAP. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer became aware of an allegation that an end user developed that there is ¿carbon¿ on her water chamber and also patient sent email with pictures of few black particles on the exterior of her humidifier while using a rep dream station auto CPAP. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Due date has been updated. In box g: date received by mfg has been updated. In box h6: evaluation method code grid, evaluation results code grid and conclusion code grid have been updated.